Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines/headaches"), headache ("headaches/migraines"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). In 2010, the patient experienced mood altered ("hormonal changes/ hormonal changes: mood"). In 2011, the patient experienced abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). The patient was treated with surgery ((B)(6) 2016-hysterectomy with bilateral salpingo-oopherectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and dyspareunia outcome was unknown and the menorrhagia, mood altered, vaginal haemorrhage, migraine, headache, nausea, fatigue, weight decreased, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: approximately two years after the implant procedure (in 2011), patient began to experience pelvic pains and cramping, pain during intercourse and heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 17-jun-2019: plaintiff fact sheet received. Event "hormonal changes" was clubbed with hormonal changes: mood. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and menorrhagia ("heavy menstrual bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines/headaches"), headache ("headaches/migraines"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have hormone level abnormal ("hormonal changes"). In 2011, the patient experienced abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2016-hysterectomy with bilateral salpingo-oopherectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and dyspareunia outcome was unknown and the menorrhagia, hormone level abnormal, vaginal haemorrhage, migraine, headache, nausea, fatigue, weight decreased, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: approximately two years after the implant procedure (in 2011), patient began to experience pelvic pains and cramping, pain during intercourse and heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and medical record received. Reporter added. Lab data added. Updated suspect drug indication. Events hormonal changes, vaginal bleeding, migraines, headaches, nausea, fatigue, weight loss, hair loss and abdominal pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (partial hysterectomy in (B)(6) 2017). At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: approximately two years after the implant procedure (in 2011), patient began to experience pelvic pains and cramping, pain during intercourse and heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.